Event description:
A facility reported a healthcare worker (hcw) came in contact with hydrogen peroxide while removing a used cassette from a sterrad® 100nx collection box. The hcw was wearing personal protective equipment (gloves). The hcw stated the hydrogen peroxide seeped through the gloves and bleached one finger and another finger is ¿tender.¿ the fingers were flushed with running water and washed with soap for 15 minutes. The hcw did not seek or receive any medical attention or treatment. The hcw current health status is reported to be ¿good.¿ this event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, and system hazard and user misuse analysis (shuma). Method: service history, trending and shuma reviewed. The DHR was not reviewed as the issue was not related to manufacturing of the product. The service history for the past six months (06/11/2014 to 12/08/2014) did not identify any significant trend for this lot. The trend for the product malfunction code of skin reaction was assessed from october 2013 through september 2014. The risk is considered "low." The shuma indicates the risk is "broadly acceptable." The healthcare worker (hcw) did not recall any holes when removing his nitrile smart guard gloves. The hcw states he normally puts the gloves on approximately 5 minutes before working with the sterrad®. The hcw wears them for about 30 minutes. Per the glove manufacturers brochure, since the gloves may have been on for 35 minutes, the hcw could have been in the cautionary period for breakthrough. The hcw understood he may not be protected in the future when the gloves are worn longer than 30 minutes. Testing was not performed as there was no product returned. The assignable cause of the reported issue is failure to use adequate ppe. Customer education was provided via telephone; therefore, no customer letter will be sent. This issue will continue to be tracked and trended. No further investigation is necessary at this time.

Manufacturer narrative:
Ni